Manufacturer narrative:
Device evaluation-lens was returned dry in lens case/vial. Visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -11.0/+3.5/91 diopter, in patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault, which lead to significant reduction of irido-corneal angles, pupil block (with elevated iop), and angle closure (with elevated iop) in patient. The lens was exchanged for a shorter lens on (B)(6) 2016, and the problem was resolved. On patient's last visit on (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20.